Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.